Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak while discontinuing tratment. After receiving a cycler alarm, he discontinued treatment and when he opened the cassette door he found fluid leaking from the cassette and fluid inside the cassette door. The pt was advised to contact her pd nurse. The cassette was not made available for evaluation. During follow up, the pt's pd nurse reported the pt did not have any signs of infection. He was not prescribed any antibiotics.